Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm presumed the event occurred due to accidental failure or user handling. When the change history of the parts was checked, it was confirmed that the design change of the dr substrate was being made on april 16, 2018. It is unclear whether this design change was related to the indicated event. The lm recommends that the customer refers to the content of cv-190's instructions for use was checked for the following events: the following is described in ""9. 2 troubleshooting guide"" of the manual for cv-190. Irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual. (See also section 6.3, ""connection of an endoscope""). Incorrect connection due to worn scope connector lock. The following is described in ""6. 3 connection of an endoscope"" of the manual for cv-190. Do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also, do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ""up"" mark points upwards.""" 6.7 determination of findings and documenting conclusions. " identify the root cause: root cause could not be identified. The following were ascertained from the information obtained: poor connection of the scope connectors (wear of the connectors locked) . Endoscopic imaging (malfunction of the patient substrate)". " action to identify the root cause: detailed information was requested, but further information could not be obtained, and it was judged that the addition of information was difficult. In addition, since the current product is not returned, root cause has not been identified. Therefore, the presumed cause is described based on the current information." " specification of probable cause: the ""presumptive cause"" is as follows: poor connection of the scope connectors. It is presumed that excessive force had been applied to the locking lever (video connector socket) and video connectors because of the handling that was not described in the commentary. No endoscopic image . The repair report shows that the patient board is failing. Given its long-term continuous use since 2013, we speculate that image output was disrupted due to the aging degradation of some devices on patient substrates."

Manufacturer narrative:
The device was returned to the service for evaluation. The evaluation confirmed the user¿s complaint. A worn out video connector latch caused a poor connection to the scope end. The inspection found a faulty patient board set caused no image with 180 scopes. Software version 1.04 requires upgrade to version 4.10 (948b). In addition, the required a new switch type and normal wear was noted on the processor¿s housing. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the video processor¿s connector socket for the maj-1430 was not working. There was no patient involvement reported.